Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an alarm several days ago. They stated they could not see the system controller screen during the alarm but noted that the battery light on the controller was lit red. No alarms were seen on the controller interrogation. Log files were sent for review. The log file captured routine events, there were no notable alarm conditions or parameter changes. The left ventricular assist device and peripheral equipment were functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient not being able to see the controller screen during the alarm and a red "battery light" was unable to be confirmed. The submitted log files revealed that the controller functioned as intended and the pump maintained a speed within the expected ranges. There were no atypical alarms observed throughout the log files. The system controller ((B)(6)) was not returned for testing. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ alarms and troubleshooting¿ cover all alarms (visual and auditory), and the actions to take if the alarm cannot be resolved. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.